Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the water filter issue could not be determined. The user reported that they only used olympus parts. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), a non-olympus water filter ¿will be used¿ with the endoscope reprocessor. The user wanted to confirm the part number f the olympus filter, tac confirmed to user that the maj-824 is the water filter and needs to be replaced every six months if they have the pre filters. The user indicated that, it was explained to the staff members that it is not ok to use non-olympus filter with the subject device. There was no harm or user injury reported due to the event.